Event description:
It was reported that (1) tlc75 was used during a bowel resection procedure. It was reported by the rep that the surgeon fired the tlc75 and only one row of the staples fired. Another new instrument was opened to complete the case. There was no consequence to the pt.